Manufacturer narrative:
(B)(4). Concomitant product: guide cath: launcher 6f; guidewire: balance middle weight. The .014 balance middleweight guide wire referenced is being filed under a separated medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Additionally, it should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, the reported violation of the IFU does not appear to have caused or contributed to the complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the proximal right coronary artery (rca) with 70% stenosis. Reportedly the patient had stenting done a few years ago in the rca and had a full metal jacket. A balance middleweight hydro guide wire was advanced and successfully crossed the lesion. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was prepped prior to use and advanced toward the target lesion. The trek had to be forced to cross the lesion due to resistance with the guide wire. The trek was inflated and the restenosis was reduced from 70% to 60%. The trek was removed and resistance was noted with the guide wire during removal. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.